Event description:
During intraocular lens (iol) implant surgery, the edge of the haptic tore the anterior capsule. The surgeon felt the haptic edge was too sharp. There was no serious outcome from this event.